Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the eca laboratory (distributor) with her implant in her hand - due to a complete extrusion.

Event description:
The user came to the (B)(4) (distributor) with her implant in her hand; due to a complete extrusion.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. Based on the received information from the field, the device extruded completely from the recipient's body. It is reported that the recipient underwent device unrelated radiation therapy for cancer, which might have contributed to the observed issue i.e. Weakening of skin. Further, review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development.this is a final report.